Event description:
Customer reports omnilink is resending old data to the customer's laboratory information system, which has resulted in erroneous results being reported. Patient was not adversely affected. If additional information is received, appropriate notification will be provided.